Manufacturer narrative:
Ad4: expiration date: unknown, as the involved lot # was not provided. D4: UDI: unknown, as the involved lot # was not provided. D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. E3: occupation: cath lab educator. H4: device manufacture date: unknown, as the involved lot # was not provided. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Event description:
Terumo medical corporation received the following reported information: a tr band had lost all of its air during patient transport from the operating room (or) to the recovery room. The tr band was tested and after injecting 18mls of air the tr band slowly lost air within ten to fifteen seconds. Additional information was received on 04dec2025: there was no harm to the patient and no complications. The tr band was replaced. It was unclear where the leakage was coming from. There were no identifiable indicators to the leak.

Manufacturer narrative:
This report is being sent as follow-up no. 1 to update section h3, and to provide the completed investigation results. Based on the evaluation of the returned sample this report is now deemed not reportable. This report is being sent to also correct sections d4 catalog and model number and section g4 510(k) number. One tr band was returned to terumo medical corporation for assessment. The sample was subjected to visual analysis. No damage or deformities were noted on the balloon assembly or band. There is 0ml of air left in the band. The sample was subjected to leak testing. Approximately 18ml of air was injected into the band and submerged in a water bath for 30 seconds. Air bubbles were observed from the check valve (see attached photos). The sample failed leak testing. The check valve was deconstructed to check for damage or foreign matter. Upon deconstruction, pieces of foreign matter were found. One tr band was returned for assessment and the sample leaked at the check valve due to foreign matter. The complaint can be confirmed for air leakage issues. The cause is foreign matter in the check valve. Review of the device history record (DHR) cannot be completed due to the unknown lot number. A corrective action was initiated for this issue.